Event description:
As reported via observational post market study complaint form "(dm: the parameters/data points that triggered the report. Pull data provided in from ae & other events log questions (q3 event category), (q5 event relationship (study device, study procedure, pre-existing) and (q7 device deficiency) device issue: stent migration, relationship: study device; not related, procedure: not related, pre-existing: yes, cancer. Deficiency: no . Note: 270 days post-procedure: stent migration: endoscopic treatment. Note: ae1.